Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced asthenia ("asthenia"), affective disorder ("mood disorder ") and myalgia ("muscle pain "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, asthenia, affective disorder and myalgia outcome was unknown. The reporter provided no causality assessment for affective disorder, asthenia, medical device removal and myalgia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 49-year-old female patient who had essure (batch no. 654845) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced myalgia ("muscle pain"), asthenia ("asthenia") and affective disorder ("mood disorder"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 3 months after insertion of essure. The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the myalgia, asthenia and affective disorder was resolving. The reporter provided no causality assessment for medical device removal with essure. The reporter considered affective disorder, asthenia and myalgia to be unrelated to essure. The reporter commented: essure was removed at patient's request. After removal patient experienced mild to moderate improvement. Reporter considered the events to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Amendment: the report was amended for the following reason: pharmacist added as reporter (case medically confirmed). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a 49-year-old female patient who had essure (batch no. 654845) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced myalgia ("muscle pain"), asthenia ("asthenia") and affective disorder ("mood disorder"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 3 months after insertion of essure. The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the myalgia, asthenia and affective disorder was resolving. The reporter provided no causality assessment for medical device removal with essure. The reporter considered affective disorder, asthenia and myalgia to be unrelated to essure. The reporter commented: essure was removed at patient's request. After removal patient experienced mild to moderate improvement. Reporter considered the events to be unrelated to essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Most recent follow-up information incorporated above includes: on 26-may-2020: reporter returned essure device removal questionnaire: patient's weight, height, medical history was provided. Lot number of the essure was added. Onset date of events was 2017. Essure removal by salpingectomy at patient's request (medically necessary was not ticked by reporter). After removal patient experienced mild to moderate improvement. Reporter considered the events to be unrelated to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in a 49-year-old female patient who had essure (batch no. 654845) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced myalgia ("muscle pain"), asthenia ("asthenia") and affective disorder ("mood disorder"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 3 months after insertion of essure. The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the myalgia, asthenia and affective disorder was resolving. The reporter provided no causality assessment for medical device removal with essure. The reporter considered affective disorder, asthenia and myalgia to be unrelated to essure. The reporter commented: essure was removed at patient's request. After removal patient experienced mild to moderate improvement. Reporter considered the events to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.